Event description:
It was reported the x8-2t transducer experienced physical damage to the silicone ring surrounding the lens, resulting in the penetration of biological residue. The transducer was associated with the epiq 7c ultrasound system at the customer¿s site. The failure was discovered outside of clinical use and no patient or user was harmed as a result of the issue.

Manufacturer narrative:
A thorough investigation was unable to be performed to determine the cause of the reported problem. The transducer was not returned for analysis; therefore, no repair or evaluation data could be obtained. No additional investigation is possible. A quote for a replacement transducer was sent to the customer to resolve their immediate concerns.